Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The keypad is reportedly peeling from the pump and the keypad buttons do not respond when pressed. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 24-jun-2019 with the following findings: on investigation, the keypad cover was cut and torn at the ok button; no peeling of the keypad cover was noted as alleged in the complaint. During testing, all the keypad buttons demonstrated normal response; the complaint was not duplicated.